Manufacturer narrative:
Additional information received on march 22, 2021 indicated that the patient experienced ptosis, breast implant illness: ( hashimoto's thyroiditis, gi issue, chest, joint, lateral breast pain), and her medical workup has been negative to date. Patient also had total bilateral capsulectomies. H6 health effect - clinical code e2402: generalized illness. This report relates to the left prosthesis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation:rupture, and capsular contracture grade IV. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent primary breast augmentation with a mentor memorygel 400ccc silicone prosthesis experienced bilateral rupture, and capsular contracture grade IV post procedure. The patient reported pain in the chest and shoulders, possible bilateral capsular contracture, possible bilateral rupture, both implants are out of the pocket, left side is worse than the right, broke out in hives. As a result, patient underwent bilateral removal with no replacements on (B)(6) 2021. This report relates to the left prosthesis.

Manufacturer narrative:
On april 5, 2021 mentor became aware that due to report of "hashimoto's thyroiditis", per correct codification generalized illness will be removed and autoimmune disorder added to the patient health effect. Manufacturer¿s reference number: (B)(4). Per correct codification patient health effect is autoimmune disorder.